Manufacturer narrative:
The reported issue was not confirmed. Analysis of the returned ipg found it communicated with lab utilities and passed all testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's system was autoreducing. Low impedances were observed on one lead. It was noted the patient had a number of falls. Programming changes were able to resolve the issue, but the patient still underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively and the impedance issue was resolved.